Event description:
The customer reported to olympus, three patients became infected with pseudomonas after the cysto-nephro videoscope was used on them for a diagnostic cystoscopy. The event occurred in the operating room, emergency room, and gastrointestinal lab. The infection started in november and the patients are better after receiving intravenous (IV) antibiotics. The intended procedure was completed for each patient. The patient's anesthesia was not extended as a result of the issue and the outcome of the procedures were not affected. The device was inspected prior to use on each patient per the instructions for use (IFU) and was replaced during the event. Related patient identifiers: (B)(6).

Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number.